Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like orsimilar to a product marketed in the united states.

Event description:
Customer reportedly received the following results on the compact system within 10 minutes: 15.9 mmol/l and 6.5 mmol/l. On a separate occasion the customer received 6.5 mmol/l and 19.6 mmol/l, also within 10 minutes. No adverse event reported. Return of the suspect device was requested for evaluation.

Manufacturer narrative:
Device received in a condition which made analysis impossible. Unable to test because strips had expired.